Manufacturer narrative:
The reported 4.5 footprint ultra pk suture anchor was returned for evaluation. Only the inserter was returned for examination. Functional assessment of the inserter confirmed it functioned as intended. Without the return of the anchor the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force during insertion can cause failure of the suture anchor or insertion device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a surgery while malleting the implant was broken so it could not be fixed. The procedure was completed with a backup device with no delay or patient injury reported. There wasn't loss of tissue fixation and a 3.8 mm awl was used to prepare the insertion site.